Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.